Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensors did not work properly and ended up in hospital pre diabetic ketoacidosis. Customer indicated that this occurred in 2012 and wanted to document this incident. Customer did not have any further information to share and troubleshooting indicated to call back to share any other information if they have it.